Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of 51.4 mm diameter abdominal aortic aneurysm. The distal aorta was 19.9 mm x 16.1 mm. The right common iliac artery was 10.2 mm in diameter and distally it was 9.9 mm. The left common iliac artery was 9.8 mm and then went to 8.6 mm in diameter, distally it was 9.5 mm. The endurant aui was placed in the left iliac followed by a fem-fem cross over. The patient had small heavily calcified vessels. It was reported that the patient complained of tingling and pain in their feet post implant. The abi (ankle brachial index) in both ankles were 0.2 which is 80% weaker than the wrist pulse. This was attributed to the patient¿s small and calcified vessels; however, the stent grafts remained widely patent. The physician decided to explant both devices due to low abi and an open aorta bi-femoral was performed using a surgical bifurcated graft to increase the flow to the legs. The abi was increased after this procedure. No additional clinical sequelae were reported and the patient is fine. The explanted stent grafts were discarded by the user facility. Review of 3d sizing worksheet pre-implant confirmed that the distal aorta was small and calcified, and the iliac arteries were calcified. The origin of the left common iliac artery was very angulated. Anatomy may have contributed to the event.

Manufacturer narrative:
Evaluation method: (film). Evaluation results: inherent risk of procedure (removal of implant). Patient¿s condition affected effectiveness of device (small calcified distal aorta, calcified iliac arteries, severely angulated left common iliac artery). Evaluation conclusion: known inherent risk of a procedure (removal of implant). Device failure related to patient condition (small calcified distal aorta, calcified iliac arteries, severely angulated left common iliac artery).